Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for two days due to high blood glucose levels. Reportedly, customer was unsure how old insulin used was. Pump passed delivery system check.